Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion were encountered. After predilating at tortuous and calcified proximal left anterior descending (lad) artery with a maverick monorail balloon, the taxus express2 8.8% 2.75 mm x 24 mm drug eluting stent would not cross the lesion. The physician then removed the device from the patient. Upon visual inspection, the physician found that both the proximal and distal stent struts had lifted from the balloon. After predilating the lesion one more time, the physician was able to cross the lesion with three other taxus stents. No patient injuries or complications were reported.